Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother states that her sons insulin pump is not delivering the proper amount of insulin. Customer also states that there is a motor error alarm. The blood glucose reading is 455 mg/dl. The insulin pump will be replaced. There was en emergency room visit due to high blood glucose. Nothing further reported.